Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an ovation prime on (B)(6) 2015. Many months (12+) later, the surgeon decided to place cook limb grafts (competitor) to extend both iliac bifurcations as there were distal aneurysms still progressing. The cook limb graft in the r iliac was either placed wrong or subsequently migrated upwards. Thus, a secondary procedure was performed on (B)(6) 2017, during the intervention the physician used an endologix device to further extend just the r iliac beyond the bifurcation.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.